Event description:
It was reported that the user experienced a low glucose event after a dinner announcement while using the ilet system, during which the pump allegedly did not notify of the low until the device was restarted and audible sounds resumed; fingerstick and pump readings showed glucose in the 50s, and the user treated with peanut butter and orange juice, later rising to 92. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose and resolution without hospitalization. Investigation included troubleshooting, education, and assignment of additional training with referral to the clinical support line. Investigation of this case revealed cause unclear for hypoglycemia with no confirmed device malfunction identified at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.